Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented on (B)(6) 2014 with epithelial ingrowth in the right eye approximately two and a half years post treatment (treatment was (B)(6) 2010). The patient complained about experiencing blurry vision. The ingrowth was removed by performing a flap lift four days later. During follow up with the account, it was also mentioned that the patient had another flap lift and rinse on (B)(6) 2014 when the ingrowth returned. Since that time, some cells grew back, but the patient is being monitored closely. There was no loss of best corrected visual acuity (bcva) reported.

Event description:
Account reported on (B)(6) 2014 that a patient had treatment performed on (B)(6) 2010 and that she presented on (B)(6) 2012 with significant epithelial ingrowth and blurry vision in right eye. Five months later, on (B)(6) 2014, account reported that patient was seen again on (B)(6) 2014 and presented with epithelial ingrowth again in the right eye. The ingrowth was removed by performing a flap lift four days later, on (B)(6) 2014 and again on (B)(6) 2014 (cells grew back both times). Account also reported patient was complaining about blurry vision and that there was a loss of best corrected visual acuity (bcva) however pre op readings were not provided to determine if there 2 lines or more of vision loss.

Manufacturer narrative:
Placeholder.

Manufacturer narrative:
It was incorrectly stated that patient had not vision loss in the initial report. The correct information is that there was loss of best corrected visual acuity (bcva) reported as patient right eye is 20/25 & left eye is 20/30. Placeholder.